Manufacturer narrative:
H.6. Investigation summary: this complaint is for misidentification when using phoenix panel nid (catalog number 448007) batch number 0255546. The customer did not return panels, phoenix generated lab reports or isolates for the investigation. The complaint batch was unavailable for testing due to the batch being expired at the time of investigation. As a result, this complaint is unconfirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. Bd encourages you to consider the following parameters to optimize results within your laboratory. Thank you again for contacting bd and please continue to communicate any further concerns.

Event description:
It was reported while using the bd phoenix¿ nid a discrepant result was received for a patient isolate (420073541297) involving the organism salmonella paratyphi a. The isolate was determined to be braenderup, serogroup c1 by whole genome sequencing. The user is unaware if the patient treatment was affected or if there were any adverse events as result.

Event description:
It was reported while using the bd phoenix¿ nid a discrepant result was received for a patient isolate ((B)(6)) involving the organism salmonella paratyphi a. No health impact or consequence reported.

Manufacturer narrative:
Unknown lot number: d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nid a discrepant result was received for a patient isolate (420073541297) involving the organism salmonella paratyphi a. The isolate was determined to be braenderup, serogroup c1 by whole genome sequencing. The user is unaware if the patient treatment was affected or if there were any adverse events as result.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B3: date of event: 07-feb-2021. B5. Describe event or problem: it was reported while using the bd phoenix¿ nid a discrepant result was received for a patient isolate (420073541297) involving the organism salmonella paratyphi a. The isolate was determined to be braenderup, serogroup c1 by whole genome sequencing. The user is unaware if the patient treatment was affected or if there were any adverse events as result. B6. Relevant tests/laboratory data: whole genome sequencing. D4. Medical device lot #: 0255546. D.4. Medical device expiration date: 30-sep-2021. H.4. Device manufacture date: 11-sep-2020.